Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address infection. Doi: (B)(6) 2010; dor: (B)(6) 2011. Right/hip. Update ad 29 may 2018: (B)(4) is reopened under (B)(4) due to receipt of ppf and implant sticker sheet received. Ppf alleges pseudotumor, stroke, heart attack, abductor muscle repair, and infection requiring IV antibiotics. The law firm and lawyer has been updated. Doi: (B)(6) 2010; dor: (B)(6) 2011; right hip.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: b5, b7, h6 no code available (3191) used to capture device revision or replacement corrected: h6.

Event description:
Pfs allege spain, weakness, instability, and loss of function in the right hip. After review of the medical records, the patient was revised to address infected right total hip arthroplasty and insertion of prostalac antibiotic spacer. First revision operative note reported that the trunnion had some metal staining. Updated: patient harm, added: product experience code, patient medical history. Doi: (B)(6)2010. Dor: (B)(6) 2011 (right hip) second revision.